Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The patient was seen for post operative visits and had progressing subsidence of his tibial prosthesis as well as medial bone loss. He was scheduled for revision surgery.